Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to user error of the device due to improper bone prep and/or shallow driver engagement depth.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by a distributor via email that for an ar-8979p, dx swivelock¿, 3.5 mm x 13.5 mm, the swivelock could not screw all the thread into the fibula. The surgeon tried to pull back and insert again but found the eyelet was stuck inside the fibula could not be removed. This was detected during use in an atfl repair procedure on (B)(6) 2025. The procedure was completed successfully as an additional swivelock was used. Ar-1678-03, ar-1678-05 were used as drill and tap for the fibular hole. No further action or surgery is needed because of the issue. Bone density test is not a standard protocol for atfl case in taiwan.